Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator at the follow up medical center that "the pt has an ldh of 1400 and we are suspecting pump thrombus. He will be transported back to his implanting center". Pt transported back to implanting center for further evaluation. On (B)(4) 2014 additional info received that the pt is not an exchange candidate due to comorbidities. The pt was discharged to home on (B)(6).

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.